Manufacturer narrative:
The formed needle was found to be visible in the exposed portion of the soft cannula. The formed needle was not seated properly within the slide retract which caused a failure of the needle mechanism to retract the formed needle. Damage was found to the slide retract which indicates that the hard cannula was incorrectly installed. Blood was observed on the device. The failure of the hard cannula to retract can be confirmed as the cause of the bleeding and pain during insertion. The formed needle tip and bottom housing were inspected for any other damages or defects and none were found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose rose to 400 mg/dl while wearing the pod for about a day. Bleeding and pain at the infusion site were also reported. The needle did not retract when the pod was activated; this indicates that a needle mechanism failure occurred. As treatment, the pod was removed.